Event description:
A malfunction alarm was reported on the customer's pump, which was under warranty, and involved a malfunction code. The impact on the customer's blood glucose level was unknown as the caller declined to answer whether the level exceeded 500 mg/dl. The customer was advised by technical support to switch to multiple daily injections as a backup therapy and was sent a replacement pump. The caller was given instructions on storage mode and the steps to return the problematic pump to tandem.